Event description:
The customer reported the instrument failed system check and carryover test involving the unicel dxi 800 access immunoassay system. Beckman coulter customer technical support (cts) advised the customer to discontinue operating the unit. The customer continued operating the instrument. Carryover test failed with two replicates exceeding the acceptable relative light units (rlu¿s) value on the sample pipettor. System check, performed the day following the event, failed the unwashed mean value. No discrepant results were reported at the time of the event. There has been no report of erroneous patient results from the reported incident. There was no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed carryover had failed for the sample pipettor. The fse replaced the sample pipettor and repeated the carryover test which passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware malfunction is the likely cause of this event. Beckman coulter continues to track and trend any incident related to this issue.